Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant went 'dead' over 2 or even 3 years ago and their hcp or the office was going to take care of setting up an appointment with a representative to restart the implant but they never received a call. Patient had one thing after another and patient also had 2 strokes and their heart had a hole, so patient didn't get to restart their implant. Patient needed 2 mris for their left and right shoulder. Agent reviewed information and redirected patient to their hcp. Patient also mentioned they believed the implant was restarted one before but not to quote them because their head didn't allow them to remember those details. Patient mentioned that previously they put it to charge all night or overnight but the implant still wouldn't turn on. Patient mentioned they had 2 strokes so they w ere slow. Rep responded and reported they would reach out to the patient. Additional information from the rep indicated that the patient has not used their therapy in a few years due to other health issues. The ins was dead because she had not charged it is several years. The device was unable to be charged after multiple attempts. They stated that the patient may have the ins explanted.